Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable cause was component failure and poor water-tightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported that the subject device had a parasite on the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.